Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information received: the device locked out, was removed, and case was completed with another device. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic bariatric procedure, in the fourth shoot the blade locked and did not return. Unknown how case was completed. There were no adverse consequences for the patient.